Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. It was reported the sds was advanced into the patient anatomy before it was noted the stent was not on the balloon. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the xience xpedition stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, moderately tortuous, mid to distal left circumflex artery, the 2.5 x 28 mm xience xpedition stent delivery system (sds) was prepared without issue. The stent was positioned at the target lesion but during balloon inflation the sds could not be visualized under fluoroscopy. It was noted that there was no stent on the balloon. Balloon angioplasty was completed without issue and the sds was removed from the anatomy. The stent implant was located on the stylet under the protective sheath. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.